Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky calcified aortic leaflets, loss of pacing capture and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the overhanging leaflets were attributed to the 40/60 aortic: ventricular placement of the valve, which was slightly too ventricular for this patient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.

Event description:
During the transfemoral tavr procedure, significant leaflet overhang (25% over the top of the frame) was noted immediately post valve deployment. The patient remained stable and no regurgitation was noted. Concerned that the position of the overhanging leaflet would obstruct flow, the decision was made to deploy a second valve. A second valve was deployed 70:30 aortic/ventricular in order to push the native leaflets out of the way. The patient remained stable and no regurgitation was noted. The overhanging leaflets were attributed to the position of the first valve. It was thought that the valve had been positioned 50:50 to the annulus when it had really been positioned 40:60 a/v.